Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, and e1. B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 2nd day, discontinued) and amikacin injection (500mg, intraperitoneal, once daily, discontinued, discontinued) for peritonitis. Five days after the event onset, the patient was hospitalized for the event. Pd therapy was ongoing. Eighteen days after event onset, the patient was recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.